Event description:
It was reported that the patient experienced mild discomfort in their scrotum due to erosion and malposition of the inflatable penile prosthesis (ipp). The ipp was explanted and no additional patient complications were reported.

Manufacturer narrative:
Investigation summary based on the information available, it has been concluded that the allegations, for the inflatable penile prosthesis (ipp), of discomfort, erosion, and malposition could not be confirmed during product analysis. Based on a medical review assessment, the data reasonably suggest that the reported allegations due to malposition of the pump and surgical removal of the device is anticipated per the information for use (IFU) and hazard analysis (ha). Device history record (DHR) review : review of manufacturing documentation found no evidence that the device did not meet product specifications prior to shipment from boston scientific. Device technical analysis: the inflatable penile prosthesis (ipp) cylinders and ms (momentary squeeze) pump were visually, microscopically tested, and functionally tested. The first cylinder was found to have a hole in the outer tube, broken fabric threads in the proximal cylinder body, and a small leak when inflated with a syringe. This was determined to be the result of sharp instrument damage, which probably occurred upon explant. The second cylinder inspected passed leak and pressure testing. The ms pump did not pass the functional activation or deactivation testing performed. The pump kink resistant tubing (krt) was worn down to the filament; this is not likely to have impacted device function. It was determined that the pump krt at the reservoir was cut in half. Product analysis was unable to confirm that the limited inflatable penile prosthesis (ipp) performance could affect the functionality of the device relating to the allegation of discomfort, erosion, and malpositioning. Labeling review: a labeling review found no evidence that the device was used or handled improperly. The reported events were confirmed to be included in the labeling of this device. Investigation conclusion: the product analysis did confirm that there was a cylinder and pump malfunction but does not confirm the causality to the device allegations. With no objective evidence of the user improperly handling the device, the adverse events with the device were not confirmed by the product analysis; however, they are included in the hazard analysis. Based on this investigation and all information available, a conclusion from the product analysis was unable to confirm the events.